Event description:
It was reported that the patient presented in the emergency room upon receiving shocks for true ventricular fibrillation (vf). It was found that the shocks from the patient's implantable cardioverter defibrillator (ICD) failed to convert the patient. It was further noted that the patient's ICD exhibited under-sensing, resulting in discontinuation of therapy. No intervention was performed. The patient was recovering.

Manufacturer narrative:
Further information was requested but not yet received.